Manufacturer narrative:
(B)(4). Product returned, but eval results pending.

Event description:
Consumer complaint of low blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 125-200 mg/dl fasting. Verified the strips expire 07/31/2017. Customer confirms the strips are stored properly. Customer is unsure when strips were first opened. Customer performed back to back blood test, 237 mg/dl and 235 mg/dl fasting. Reviewed meter memory: 110 mg/dl, (B)(6) 2015, 08:59:00 am, fasting: yes; 178 mg/dl, (B)(6) 2015, 08:56:00 am, fasting: yes; 168 mg/dl, (B)(6) 2015, 09:26:00 am, fasting: yes, 257 mg/dl, (B)(6) 2015, 09:24:00 am, fasting: yes; 216 mg/dl, (B)(6) 2015, 08:08:00 am, fasting: yes. Customer stated she obtained a reading of 26 mg/dl last week before breakfast.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor fillinvestigation completed and product evaluated with no defects found. Additional product codes added.

Event description:
Consumer complaint of low blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 125-200mg/dl fasting. Verified the strips expire 07/31/2017. Customer confirms the strips are stored properly. Customer is unsure when strips were first opened. Customer performed back to back blood test, 237mg/dl and 235mg/dl fasting. (B)(6). Customer stated she obtained a reading of 27mg/dl last week before breakfast.